Event description:
It was reported that a stent dislodgement occurred. A 8.0 x 40 x 75 cm express-vascular ld balloon catheter was advanced for dilation. However, during the removal of the catheter, the stent dislodged. The procedure was completed by placing a new stent. There were no patient complications reported.